Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an infection on (B)(6) 2022. There were inflammatory signs at the driveline exit site after trauma. No purulent discharge was noted. Antibiotics were administered and medication was changed. The event was in ongoing/stable condition.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's infection resolved without sequalae on (B)(6) 2022.

Event description:
It was reported that the source of the infection was driveline. The patient did not have a fever or pain, but had a wet driveline exit site with erythema. Streptococcus mitis was detected in bacteriological test. The infection was treated by administration of antibiotics and the event was still ongoing. The driveline exit site was traumatized after the patient stumbled and hit the door. The infection progressed despite oral antibiotics administration and site planned to administer intravenous targeted antibiotics. In case intravenous antibiotics were of no effect, surgical debridement or vacuum aspiration system were planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.